Event description:
Impedances have been rising without any external influence. In 2005, 6 electrode channels have been switched off. A check was carried out on the device in 2005. Testing showed that head and mouth movements caused extreme voltage variations.